Manufacturer narrative:
(B)(4).

Event description:
During index procedure the patient had one endeavor rapid exchanged (rx) drug-eluting stent (3.50 x 18mm) successfully deployed at right posterior lateral. Patient was asymptomatic / free of symptoms at 6 month follow up. It was reported that the patient suffered a gi bleed on an unknown date. Plavix was stopped for 10 days and the patient underwent a colon polypectomy. The patient recovered. The patient was on dapt at the time of the event. The investigator has assessed that the event was not related to the study device.